Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 smartphone operating system: 18.5 smartphone hardware: iphone16.2 cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for less than an hour the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports the pod had become dislodged from the pod infusion site. The patient reports having pain at the pod infusion site.

Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. The download data shows that the pod had completed both the first and second priming sequences in the expected number of pulses and was deactivated after 61 pulses. Inspection of the needle mechanism components found no damages or defects that would prevent the needle mechanism from deploying as intended. The cause of the reported needle mechanism failure could not be determined.